Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, and the caller successfully reset the pump, with no recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the issue reoccurred.